Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that it was explained that the insulin pump was affected by moisture and the customer was advised to remove the battery for a few hours. After a few hours, a new battery was inserted and the act button was unresponsive and the insulin pump alarmed button error again. There was no indication of the issue being resolved during the call. It was indicated that the insulin pump will be replaced. The insulin pump will be returned for analysis.